Manufacturer narrative:
(B)(4). Baxter received and evaluated the device and found it was out of specification in relation to the reported symptom, no audio, which was experienced and confirmed during evaluation. Evaluation experienced a no audio condition on all volume/tone settings. Device investigation found the cause to be one side of the coil wire broken inside of the speaker. The rear case, including the failed speaker, was replaced.

Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had no audio during patient therapy (medication, amount delivered, and delivery rate unknown). Any patient injury or medical intervention is unknown.